Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed and the blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the infusion set had a blank display as a result of the battery tube connector not plugged in properly.